Manufacturer narrative:
The insulin pump had no button response due to moisture damage keypad trace. No button error alarm. The device was also received with moisture damage electronic assembly, battery tube threads cracked, cracked reservoir tube lip and cracked display window corners. The displacement test could not be performed due to the keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after he jumped into the pool with it. The customer confirmed that the insulin pump was dropped and had cracks at the battery and reservoir compartments. The customer stated that water could be seen under the screen and heard inside when device is shacked. Blood glucose value was 150 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.